Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that three of their reservoirs leaked on different occasions. Her blood glucose was 122 mg/dl. She stated that she pulled the reservoirs out of the packages and they leaked. When she tried to prime, the line was not straight. During reservoir leak troubleshooting, the customer said that she had discarded the reservoir and that it had leaked at the o-rings. She was advised to check if there was any insulin/fluid visible in the battery, reservoir compartment or under the lcd display and she said that there were no leaks. She stated that there were no cracks/splits in the barrel and that she was not able to check if all components were present because she had thrown them away. The customer was advised that the reservoir should be returned but she had discarded the reservoirs that leaked. The reservoir is not being returned for analysis.